Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported she had a fall and her legs gave out on her. The fall occurred 2-3 weeks prior to report. There was a loss of therapy, return of symptoms. There was a gradual change in therapy/ symptoms. The patient had pain where the stimulator was implanted. It had been happening for about a week or so prior to report. The patient was indicated for gastric stimulation and gastrointestinal/ pelvic floor. There was no further information reported. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that there were no steps taken at this time to resolve the pain at the implant site. There was an appointment with the health care professional (hcp) on (B)(6) 2015.